Manufacturer narrative:
The device was not received for evaluation; therefore no physical or visual analysis of the device can be performed. The lot number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. Reviewing all details to date, it appears that clinical and or procedural factors may have impacted on the reported event. It was reported that the device is expected to be returned for analysis; however, at the time of this report, the device was not received. If there is any further relevant information provided, a follow-up medwatch report will be provided.

Event description:
During use of the jetstream catheter in the patient,after several passes,the catheter locked up on the thruway guidewire (49-297).the catheter and guidewire was then removed from the patient intact and access was lost. At that point, the physician decided to stop the procedure.

Manufacturer narrative:
The lot number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. Examination of the returned specimen revealed a cut by unknown means at 231.9cm from the distal tip. The specimen also presents numerous bends scattered over the length of the device. The distal coil presents lodged tissue distal of the proximal coil to core wire solder joint; the coil wraps immediately distal of the proximal coil to core joint present a 0.75mm stretch. The proximal marker coil and the first distal marker coil present offset coil damage. The specimen also presents multiple regions of scraped ptfe coating with coating removal scattered over the length of the device. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. Based on the evidence provided by the sample and the information provided by the supporting documentation, clinical and or procedural factors appear to have impacted on the event as reported. If additional information is received a follow-up medwatch report will be submitted.